Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Other: na.

Event description:
Reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted unsuccessfully to use the aviva system due to the customer having lost the code key for the aviva meter. A request was made for the return of the meter, replacement was sent.